Manufacturer narrative:
Sections with additional information as of 16-apr-2021: h6: updated FDA¿s type, findings and conclusions codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-062: user had poor technique.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation - customer declined replacement. Note: manufacturer contacted customer in several follow-up calls to ensure the initial concern is resolved - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for low blood glucose test results. The customer is concerned with test results from meter to meter comparison results of 85 mg/dl using true metrix air meter and 151mg/dl using another device. The customers expected fasting blood glucose test result range is 115-120 mg/dl customer was not using the proper testing technique (alcohol pads). The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was performed by the customer non-fasting and produced test results of 179mg/dl and 182mg/dl using true metrix air meter; customer was satisfied with the results obtained. The product is stored according to specification in the hallway closet. The test strip lot manufacturers expiration date is 07/14/2022 and open vial date is 02/11/2021. The meter memory was reviewed for previous test result history (customer only tested one time): result 1: 85mg/dl date: (B)(6) 2021 time:06:42am fasting .